Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the system powered up normally but had errors in the log. Looking at the system wheel status, it was found that the communication issue was at the set up joint (suj). The fse reproduced the reported issue, and replaced the proximal suj to correct the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis, which is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and stated that the system turned off by itself this time and turned back on by itself. There were no logs available due to reboot of the system. The nurse stated that she turned off the system at the patient cart and only the patient cart turned off (not the console nor vision cart). The tse instructed staff to do a hard reset and while off to reseat both ends of all fiber cables. The or staff did not want to do that. The procedure was completed as planned with no reported injury.